Event description:
The customer contact reported the patient received less medication than intended. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of levaquin, at a rate of 100ml/hr, with a vtbi (volume to be infused) of 150ml, and the delivery was started. After an unspecified length of time, the nurse noted the delivery was taking longer than expected. The nurse indicated that the delivery took almost 3 hours, instead of the expected 1.5 hours. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.